Manufacturer narrative:
During testing the device alarmed with an s321 (motor error-pmc, left) malfunction alarm code. Additional testing of the device mechanism using a test device found the device did not alarm with an s321 malfunction alarm code. The probable cause of the s321 malfunction alarm code was a broken encoder on the device motor. The customer reported s320 malfunction alarm was not duplicated; however, was noted in the device history. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device mechanism was returned to the service ctr with a report from the customer of an s320 (led error-pmc, left) malfunction alarm code. No additional info was provided. This does not indicate a reportable malfunction. However, during verification testing at the svc ctr, the device alarmed with the s321 (motor error-pmc, left) malfunction alarm code.